Event description:
A customer reported that approximately 100 ml of clenz (cleaning reagent) was leaking on the right side of the coulter lh500 hematology analyzer and onto the counter during shutdown. The leak may have contained blood, controls, and clenz. The customer was wearing personal protective equipment consisting of a lab coat and gloves. There was no exposure to mucous membranes or open wounds. Medical attention was not sought. The material safety data sheet (msds) was reviewed, and an exposure control or risk management plan is in place at the facility. No patient result was affected by this event. There was no death, injury or change to patient treatment as a result of this event. The field service engineer (fse) could not find any tubing leaking. The fse replaced tubing on all clenz source pinch valves, and ran shutdown. No further leak was observed. The exact root cause for the leak is unknown.

Manufacturer narrative:
(B)(4).